Event description:
The pt contacted lfs alleging that her one touch ultra meter was prompting the apply sample message. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep confirmed that a sufficient sample size was applied and the pt was using the correct technique. The csr walked the pt through a retest using new test strips and tests did not start. Based on the info available, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable issue was not resolved through troubleshooting. Pt's meter and supplies were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.